Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer they encountered low blood glucose. The customer treated with orange juice. The customer stated they changed the sensor and didn't go off. Customer stated she's a brittle diabetic. The customer's blood glucose at the time of the event was 42mg/dl. The customer's current blood glucose was 54mg/dl.